Event description:
Related manufacturer reference number: 2017865-2023-39056 related manufacturer reference number: 2017865-2023-39058 it was reported a patient presented with an infection with vegetation on the tricuspid valve. Their system was explanted in a procedure on (B)(6) 2023. Post-procedure the patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.